Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 04-nov-2010, UDI#: (B)(4). The catheter was returned for analysis. The sc connector had coring-tears-cuts in the seal. Interrogation of the pump determined it was used to infuse baclofen 350.0 mcg/ml; 179.31 mcg/day, dilaudid 20.0 mg/ml; 10.246 mg/day, bupivacaine 25.0 mg/ml; 12.808 mg/day and clonidine 150.0 mcg/ml; 76.85 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a unknown reporter regarding an implantable intrathecal pump. The indication for use was non-malignant pain and failed back surgery syndrome. The pump and catheter were returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. No further complications were reported.